Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was found not to be functional was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger. The assignable root cause of this condition was determined to be traced to the user, which is user error.

Event description:
It was reported that during service and evaluation, it was determined that the small battery drive device had a sticky trigger, corrosion/rusting/pitting, damaged mechanics, a worn coupling, and insufficient/low power. It was further determined that the device failed pretest for general condition, check for sticky triggers, and check power with power test bench. It was noted in the service order that during routine check at warehouse the device was found not to be functional. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.